Event description:
It was reported to vyaire medical that immediately when the vela ventilator was powered on, high rate, high pip (peak inspiratory pressure), low ve (minute ventilation) and xdcr (transducer) fault alarms were triggered during set up prior to patient use.

Manufacturer narrative:
Vyaire file identification: (B)(6). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer ordered parts to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.